Event description:
This is a report received by (B)(6) on (B)(4) 2008 from a doctor at (B)(6) hospital in (B)(6). The reporter informed that the accusol bags were changed by a nurse who was not familiar with the system. As a result, two things happened: one bag was not mixed, so the patient received only the bicarbonate; the other bag was perforated with the spike going into the plastic instead of the accusol solution. The mistakes with the two bags was not noticed until the bicarbonate from bag 1 and another bag (working) was emptied and the aquarius started to suck air. The md states that this could influences the supply of oxygen to the tissue.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.